Manufacturer narrative:
The device and leadwires were investigated and were both found to be with specifications and no failures were detected. This was user error. Our user manual states: "heart disease-precaution should be taken prior to using electrical stimulation on patients suspected of having heart disease."

Event description:
It was reported that a patient went into a-fib while using a select 1.5 tens device and electrodes. The patient reported that this happened two times then the patient discontinued use of the device. The patient was using the device for cervical pain. She went to see her cardiologist and he wanted to monitor her while using the device and she declined, too scared to use it anymore.